Event description:
The rptr indicated that at the first in-clinic follow-up since implant, high thrsholds were observed. Pt is 100% paced in both chambers with no underlying rhythm. Lead impedances are normal. The rptr programmed the atrium to 5.4 v/0.75 ms and the ventrical to 8.1v/60 msec.